Event description:
It was reported that following a pump replacement for battery depletion, the pt experienced "some baclofen withdrawal at time of pump change due to catheter volume discrepancy". There were no signs of withdrawal prior to pump replacement. The pump contained baclofen 2000 mcg/ml. "Pt doing well now at pre-pump change dose".

Manufacturer narrative:
(B)(4).